Manufacturer narrative:
Physio evaluated the customer's device and was unable verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Root cause is unable to be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.